Manufacturer narrative:
This is being reported for a problem found earlier. A globus field service engineer visited the customer location per wo-(B)(4) and was able to confirm the reported issue. The fse replaced the fuses and the system powered on without issue. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to needed fuse replacements.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.